Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that the patient was hospitalized due to inflamed infusion site and was managed by prescriptive antibiotics on (B)(6) 2024. No further information was available.